Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. During a routine 45 day follow up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The physician increased the dosage of the patient anticoagulation medication and will do a follow up examination in size (6) weeks.